Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the stent is deformed in its center, i.e. Several struts are bent. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. Besides, the proximal balloon shoulder was found crushed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 % stenosis degree) in a moderately tortuous part of the proximal rca. It is unknown if the lesion was pre-dilated. The affected device was introduced into the patient's body, but the catheter got caught on the way to the target lesion. After device withdrawal, the physician observed that the stent was deformed in its center. The physician commented that the device was not stuck and could be easily removed.